Event description:
During device replacement due to normal eri, externalized conductors were observed via review of fluoroscopy. No no electrical anomalies were present. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.